Event description:
It was reported to boston scientific corporation that a passport ureteral balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, during the procedure, the physician attempted to dilate a stricture at the intramural tunnel within the ureter to review a stone above the stricture. During inflation of a third passport ureteral balloon dilatation catheter, the balloon would not hold pressure and leaked. It is unknown what size or pressure the balloon was inflated. The physician reported that the balloon failed prior to reaching the maximum balloon pressure. It was unknown if visible damage to the balloon was present. It is unknown whether the passport ureteral balloon dilatation catheter came into contact with a stone during inflation. The physician completed the procedure with a uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "fine". This report is for one of three devices. Refer to associated manufacture reports # 3005099803-2010-02892 and # 3005099803-2010-02893 for a description of the first and second devices.

Event description:
It was reported to boston scientific corporation that a passport ureteral balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, during the procedure, the physician attempted to dilate a stricture at the intramural tunnel within the ureter to review a stone above the stricture. During inflation of a third passport ureteral balloon dilatation catheter, the balloon would not hold pressure and leaked. It is unknown what size or pressure the balloon was inflated. The physician reported that the balloon failed prior to reaching the maximum balloon pressure. It was unknown if visible damage to the balloon was present. It is unknown whether the passport ureteral balloon dilatation catheter came into contact with a stone during inflation. The physician completed the procedure with a uromax ultra balloon dilatation catheter. The condition of the patient following the event was reported as "fine". This report is for one of three devices. Refer to associated manufacture reports # 3005099803-2010-02892 and # 3005099803-2010-02893 for a description of the first and second devices.

Manufacturer narrative:
(B)(4).